Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg. Customer was not feeling well and was admitted to the hospital for diabetic ketoacidosis (dka) on (B)(6) 2019. Intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Tandem technical support reviewed the pump functions with the customer and reportedly, pump therapy was resumed.